Event description:
When performing a prostate biopsy, user alleges that image alignment shifted upon entering biopsy mode, to the point where the tumor was nearly off the screen. User subsequently performed a biopsy and claims to have biobsied healthy tissue, resulting in a false negative reading. Company representative performed a functional check of the system, and reported problem was not observed. Current device labeling warns user about the proper use of system and needle guides for performing biopsies. Reported problem is believed to be attributed to user not performing the biopsy procedure in accordance with device labeling.